Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly, the patient¿s pseudocyst was large, enlarging and largerly hypoechoic, with a wall thickness of 3 to 4mm in the proximal stomach. The stent placement was successful, and the patient had immediate flow of brownish/green liquid into the stomach. About 2200 ml of fluid was removed using suction. The external portion of the stent was seen in the fundus, cardia portion of the stomach, just below the ge junction. The patient tolerated the placement procedure well without any complications. In recovery after the placement, the patient was noted to be doing well without any chest or abdominal pain. Vital signs were stable. According to the complainant, nine days post-procedure, the patient presented with symptoms of pain and sickness, which prompted an emergent exploratory laparotomy. During the procedure, a perforation in the esophagus was found at the gastroesophageal junction, adjacent to the axios stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.